Event description:
I am experiencing an unfortunate and painful situation. Please, let me explain. Before my operation on (B)(6) 2010, I was athletically inclined, played golf regularly and was active. I was (B)(6) and in excellent physical and metal condition, except for a slight pain in my left hip. After visiting several physicians I was referred to dr. (B)(6) an orthopedic surgeon, who is member of the (B)(6) group, located at (B)(6). At the time I was able to play golf, walk up hills, get up and down, etc., although I did experience pain with these activities. Dr.(B)(6) ordered x-rays and examined me. He recommended total hip replacement and said he was sure I would have a good result. I agreed and had the surgery on (B)(6) at (B)(6) hospital located at (B)(6). I had physical therapy following surgery and the pain was unbearable. On (B)(6) I was sent home in a wheelchair ambulance because of my condition. On (B)(6) the physical therapist came to my home and asked me to walk across the room. She took one look at me and told me to get back in bed. She called 911 and I was readmitted to the hospital. X-rays were taken which showed that I had a fractured femur. I had surgery again on (B)(6) to repair the fracture and was also given another new hip. I have never recovered. The pain is worse. I am now seeing another orthopedic surgeon, dr. (B)(6), located at (B)(6). After further testing and examinations he has determined that the pin from my hip into the leg is loose and that is the cause of my pain. He suggests further surgery to correct this problem. Never in my life did I realize I would experience such a painful and frustrating situation. I would like to know if dr. (B)(6) reported replacing my hip with a metal device. Did dr. (B)(6) unknowingly crack my femur? I understand such fractures are difficult to see. Or could it be the metal device is at fault? Operative/post op note: presented 8 days postoperative left total hip arthroplasty with a proximal femoral calcar fracture, which had caused setting of the femoral component. Intraoperatively, he was found to have a lot of hematoma at the fracture site, and the prosthesis was jammed and wedged distally. I fell while on the stairs and heard a crack and assume that was when the fracture of my femur occurred.